Event description:
The reporter stated that the results of a meter to lab comparison test were 203 and 287 mg/dl, respectively. The testing was done in a fed state, capillary to venous, within ten minutes. The reporter stated that he did not have any symptoms. Supplies were not available for a control solution test. Followup calls to the reporter for further info have been unsuccessful.